Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise causing pacing inhibition on the right atrial (ra) lead. On 21 jan 2022, the physician elected to cap and replace the ra lead. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: a2 should be 88 not 85 years old.